Event description:
It was reported that when a programming change was done on the pacemaker device, it was noticed that other programming changes were also made without knowing. Further review confirmed that separate program buttons were pressed for unexplainable parameter changes. There were no adverse health consequences to the patient.

Manufacturer narrative:
The reported event of extra programming changes following user-initiated changes was confirmed. Based on the information provided, it was determined that when the user made programming changes, many parameters were auto-programmed as a result of auto-programming rules. This is expected device behavior.